Event description:
It was reported by the aci sale professional that a pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery , via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel to be approx. 6mm in size. Following the procedure, the physician who is a trained user, selected the mynx vascular closure device with grip technology 6f/7f to close the access site. It was reported that the device got stuck when the physician was attempting to withdraw the sheath. The physician could not bring the shuttle all the way up to lock with the black handle, and the inflated balloon pulled through the arteriotomy. The sealant was not deployed. It appeared that the sealant was stuck inside the delivery tube. The tech held manual pressure for 10 minutes in which hemostasis was achieved. The pt did not have any groin complications. The patient was discharged to home the next day (B)(6) 2012.

Manufacturer narrative:
The device was returned for eval and the deployment jam was confirmed. Based on the info received and the investigation performed, the root cause of the device deployment jam could not be determined. The review of the lhr (lot f1202308) indicated that the device lot met all established performance criteria prior to shipment.